Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with a discrepancy of more than 30 units between the displayed and expected values. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by loading a new cartridge and was instructed to call back for troubleshooting if the issue reoccurs.